Event description:
Caller reported that pump battery would not charge. There was no adverse impact to customer's blood glucose level. Customer tried different charging methods without success and was instructed to use a different wall outlet and adapter. Despite efforts, issue remained unresolved, so technical support decided to replace pump. Customer planned to use multiple daily injections as backup therapy to ensure insulin delivery.